Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the aortic valve and conduit was explanted 15 years post-operatively due to severe calcification.